Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in there was a needle clogged.   The following information was provided by the initial reporter: no fluid transfer into the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in there was a needle clogged.   The following information was provided by the initial reporter: no fluid transfer into the syringe.

Manufacturer narrative:
H6: investigation summary: one video of a safetyglide 25x1 needle (p/n 305916) attached to an unknown syringe was received and evaluated. The video shows the associate with the syringe with the needle attached draw back the plunger rod half way down the syringe scale and the plunger rod slowly return to the tip as the associate removes their hand from the plunger rod. The observed condition is non-conforming per product specifications. Potential root cause for clogged needle defect is associated with the needle supplier¿s manufacturing process. The video was forwarded to the needle supplier for further evaluation and investigation. Further investigation was performed at needle manufacturing site. Based on the investigation and with the video analysis the symptom reported by the customer is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using a bd safetyglide¿ needle only, 25 g x 1 in there was a needle clogged. The following information was provided by the initial reporter: no fluid transfer into the syringe.